Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
Based on the information received, the cause of the reported incident was due to a misinterpretation of the device alert. The device remains implanted and will be monitored.

Event description:
Additional information was received indicating no device malfunction. The remote alert was incorrectly interpreted by the physician. The device was not explanted and will continue to be monitored.